Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The pump reportedly lost power after the patient was swimming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: review of the black box data revealed multiple records of ¿power on reset¿ and ¿reboot¿ conditions on (B)(6) 2013. On examination, there was visible moisture behind the display lens. There was no damage or moisture in the battery compartment and the battery cap was intact and secure on the pump. On testing, the pump powered on normally. The keypad was noted to auto-scroll from ¿time¿ to ¿confirm¿ and the pump then becomes unresponsive. Power loss was not observed during the investigation. The audio bolus button was noted to be missing. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. Leak testing revealed a leak due to the missing audio bolus button cover. The pump was opened for investigation and revealed moisture contamination inside the pump. Complete testing of the pump was not possible due to the moisture contamination.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.